Event description:
Head of the central sterile services reports in a fax that the arm of the target device broke above the thread during surgery. The surgery was finished using an alternative device.

Manufacturer narrative:
Device will not be returned for eval. If the device or add'l info is received, it will be reported on a supplemental report.